Manufacturer narrative:
We were informed by the hospital that due to a possible microbiological contamination, all the devices used during the procedures were properly disposed and no product will be returned for analysis. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report #1 of 4.

Event description:
A healthcare facility in (B)(6) has reported a case of toxic syndrome of the anterior segment which occurred 24/48 hours after cataract surgery. The patient was treated with corticoids and the infection was resolved.